Event description:
It was reported that the customer was hospitalized due to high blood glucose of 304mg/dl. The nurse stated that the insulin pump alarmed no delivery. The caller stated that the customer did not change the infusion after getting the alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.